Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the affected evita v600 intensive care respirator failed during operation. The patient received emergency ventilation via an ambu bag. The ICU respirator was ready for operation again in >1min, after a device restart. The device was exchanged for a replacement device. The device alerted. No health consequences were reported.

Manufacturer narrative:
The reported event and the logbook of the affected evita v600 with serial number (B)(6) were available for the investigation. In addition, circuit board pba m48.3 including the red and blue usd cards were replaced on site by a dräger service technician and were available to the manufacturer for examination in lübeck. Initial logbook analysis confirmed an unexpected warm start of the evita v600 ventilator unit on 06/25/2021, at approximately 08:15 system time. The warm start was caused in specified response of the security software by a failure of a driver in the operating system. The replaced circuit board pba m48.3 was additionally at the manufacturer. During the test, no deviation of the pcb could be detected. A potential connection of the warm start with the pba m48.3 circuit board could therefore not be proven. Likewise, the connected accessories at the time of the event were not found to be causal for the identified interrupt in the driver layer of the operating system. For safety, the safety software analyzes and verifies the correct device function. If the safety software detects a deviation of the ventilator unit from the correct device function, it requests a warm start of the ventilator unit and simultaneously of the control unit as a specified response. During a warm start, ventilation is temporarily interrupted and the acoustic auxiliary alarm of the ventilation unit sounds. The safety valve is meanwhile open against the environment to allow the patient to breathe spontaneously. After 8 seconds at the latest, evita v600 automatically continues ventilation in unchanged settings. The ventilator has responded as specified to a fault in a driver in the operating system and has performed a warm start of the ventilation unit with accompanying high-priority alarming. The root cause of the malfunction is not further known. The manufacturer of the operating software is not dräger, but was informed immediately. The number of similar cases due to the same cause is within the expected range of the respective risk assessment and is therefore accepted.

Event description:
It was reported that the affected evita v600 intensive care respirator failed during operation. The patient received emergency ventilation via an ambu bag. The ICU respirator was ready for operation again in >1min, after a device restart. The device was exchanged for a replacement device. The device alerted. No health consequences were reported.